Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. Two days after onset, the patient was hospitalized for the event. Six days after being hospitalized, the patient was discharged. Treatment for the event was not reported. The action taken with dianeal therapies was not reported. At the time of this report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.